Event description:
The patient had a left heart catheterization with successful deployment of closure device. Post procedure nurse was unable to detect pulses by palpation or doppler. Doctor notified and patient was taken to or to explore right femoral artery. The closure device had grabbed the back wall of the artery and closed the vessel down.